Event description:
It was reported that the patient presented in clinic for a schedule follow-up. Interrogation showed the patient¿s pacemaker was in backup vvi mode. No intervention or adverse patient effects were reported.

Manufacturer narrative:
Reported event of unexpected mode switch and failure to interrogate were confirmed. Device was received with no telemetry due to a failed attempt to restore device in the field, consistent with a hybrid anomaly. Analysis performed after reloading the product code did not find any anomaly, and device voltage was above elective replacement indicator (eri) level. The reported reset and telemetry failure could not be reproduced despite extensive testing. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
New information received notes that the patient¿s pacemaker was in backup vvi mode and had failed to be interrogated. The pacemaker was explanted on (B)(6) 2025. No adverse patient effects were reported.